Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that only one lead migrated.

Manufacturer narrative:
A4 correction: the patient's weight was updated.

Event description:
It was reported that patient experienced inadequate therapy from their drg system. Programming was unable to resolve the issue. As a result, the system was explanted on (B)(6) 2024.

Manufacturer narrative:
Section a4 patient weight has not yet been provided. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7982307. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7982307. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 9202240.